Event description:
It was reported to olympus, that the light source had an e102 error code. The issue occurred at the beginning of a laryngoscopy procedure. The physician reported that the light was dark but that they were able to finish the procedure with the same device while patient was awake and sitting. There was a 2-3 minute delay; however, there were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The facility reported that the system was rebooted for the next patient and the error did not recur. An olympus representative went onsite 4 hours later and checked the equipment did not see the error; however, it was determined that the bulb needed to be changed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.